Event description:
The caller states the patient was having convulsions so she treated him with a glucagon injection. Immediately following the injection, the customer tested 108 mg/dl on the mobile system. An ambulance was called, and the customer was taken to the hospital where he stayed for one day. The customer's condition is fine. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.